Event description:
It was reported that during the procedure, the device had an insufficient power. The procedure was completed with this device, there were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.